Event description:
The customer reported via phone call that she was hospitalized with high blood glucose over 600 mg/dl and diabetic ketoacidosis on (B)(6) 2015. The customer woke up sick and could not stop vomiting. Upon arrival at the hospital, it was found the cannula was bent. Customer was in the hospital for six days. Then, customer's blood glucose went up to 455 mg/dl on april 9. At 6:21 am on (B)(6) customer's blood glucose was 265 mg/dl, she had a bent cannula, changed out the set, and delivered a bolus for 46 carbohydrates. Customer then received emergency medical services with low blood glucose of 34 mg/dl. Emergency medical services assisted in getting customer's blood glucose up and left her home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.